Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at both ipg and lead sites. It was noted that the patient had severe psoriasis that grew both incisions not allowing proper healing. Infection was not device or procedure related, but related to the patient's severe skin condition. The patient was prescribed antibiotics and was in the hospital for observation. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.